Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months after implant of the implantable pulse generator (ipg), the wound was warm, red and a hematoma was present. Later the patient developed a fever and chills and pus was then observed oozing from the ipg incision site. The patient was administered oral antibiotics and then IV antibiotics. The entire ipg system was removed. However, upon insertion of the stylet into the right ventricular (rv) lead, resistance was felt at the level of the clavicle/first rib junction. A subclavian cut-down was performed to expose more of the rv lead. The lead was snared and removed through a venous groin sheath. It was suspected that there was some degree of clavicular crush within the rv lead. No further patient complications have been reported as a result of this event.